Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on unknown dates in 2007, 2008, and 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products.